Event description:
The haptic was crimped after the lens was implanted in the eye. The doctor enlarged the incision to removed and replace the same type of lens.

Manufacturer narrative:
See MDR 1920664-2009-00192 for the delivery device used with this intraocular lens.